Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station had a black screen and had a fused burning smell. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen and had a fused burning smell. A field service engineer inspected station and observed that full height drawer 6 was off the bus. Found all diagnostic leds on the power management controller (pmc) and drawer controller extinguished. Detected a faint odor of electrical smoke during chassis inspection. Further examination of drawer 6 revealed: burnt components on the drawer controller. Smoke residue on the retractor band. Signs of thermal overheating on the drawer latch solenoid. Discoloration of the solenoid coil. Solenoid plunger locked in place due to a warped core. Replaced the drawer controller, retractor band, pmc, and latch solenoid to restore functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had a black screen and observed fused burning smell. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.